Event description:
This pt had a right total knee arthroplasty in 2004. They continued to have pain and use a walker to ambulate. X-rays show the femoral components may be oversized. They were admitted for a revision right total knee arthoplasty. During the procedure the surgeon discovered the femoral component to be grossly oversized. The femoral component and the tibial insert were removed and replaced.